Event description:
Potassium dangerously low. Other blood work low. After use of denture cream, had blood work at doctor's office, discarded abnormal readings. Dose or amount: 0.35oz (10dg). Frequency: daily. Route: orally. Dates of use: 2008. Diagnosis or reason for use: dentures.